Event description:
On (B)(6)2010 lead removed due to infection. (B)(6)greece. Dr. (B)(6). Date: (B)(6)2010 pg and leads removed due to infection. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).